Event description:
A transfer set became disconnected from a titanium adapter in 1/2005. The transfer set was in use since 2/2004. Pt was administered prophylactic antibiotics (ciproflaxin) on the folllowing day on a delf referral to the unit since the transfer set had fallen off the previous evening. A specimen of effluent was taken at that time. On the 3rd day, the pt was admitted to the unit with peritonitis and received vancomycin for the next three weeks. The pt did recover on an unknown date and now remains on peritoneal dialysis. No further information is available at this time.